Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4)

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited loss of capture and high pacing thresholds. Further, the rv lead was repositioned with a good placement in the distal septum. The rv lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information indicates that when the patient came to the to the clinic for incision check. The rv lead exhibited high pacing thresholds with diaphragmatic stimulation. Further, the physician decided to replace the rv lead. The rv lead was explanted without difficulty. No adverse patient effects were reported.